Manufacturer narrative:
The reported failure of [insert reported failure]is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging that a trilogy202 ventilator experienced a failure in which the ac led was not illuminated and the battery would not charge. No patient involvement, harm, or injury was reported. The device was not in use on a patient at the time of the event. According to the recurring work order (rwo) it was confirmed that the device would not power up using ac power and was unable to charge either the internal or detachable batteries. Troubleshooting and evaluation determined the root cause to be a faulty power supply. The power supply requires replacement to restore normal device functionality. A final report is being submitted. Should additional information become available following completion of the repair that affects the investigation findings or medical device reporting determination, a supplemental report will be submitted.